Event description:
Pt had recurrent dislocations following primary surgery back in nov via posterior approach. Required revision surgery to change cup, liner and femoral head.

Manufacturer narrative:
Document review: cocr femoral head 12/14 28 size m (offset neutral 0): code 01.25.012 - lot 111571: mfg 60 items. All parameters were found to be conforming to specs valid at the time of mfg. Around 40 ball heads belonging to this lot have been already implanted and no incidents have been reported up to now. The document review was ok also for the lots of the two associated components (acetabular liner and shell). During the revision surgery, the surgeon changed the size of the ball head from an "m" (offset 0) to an "xxl" code 01.25.015 (offset +10,5mm). The dislocation occurred is highly likely due to mistakes during the primary surgery, including the choice of the ball head size. The event is thought to be not device related.